Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that channel errors occurred. When the screen turned red, the device had to be shut down completely. The customer stated no further information is available regarding the events.